Manufacturer narrative:
H3: the revision reported may have been the result of polyethylene wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation, and pre-revision radiographs and images of the explanted devices were not provided.

Event description:
As reported, on 28-nov-2023 this patient was implanted with a 208-22-11cc tibial insert sz 2, 11mm, serial number (B)(6) on (B)(6) 2015. Patient revised on (B)(6) 2023 due to polyethylene wear with osteolysis. No additional details are available at this time. The insert was manufactured on 2/13/2015. And was packaged in a vacuum bag with no evoh. No other information was provided at this time.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-012-45-2020 - bandeja tibial logic fit 2f/2t. (B)(6), 204-34-08 - vastago ext. 14x80mm. (B)(6), 204-36-08 - vastago ext. 16x80mm. (B)(6), 208-01-02 - femur cc nº2. (B)(6), 208-09-07 - adaptador femoral vastago cc 7 grados.

Manufacturer narrative:
The following sections have corrected information: h6.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect - clinical code, type of investigation, investigation findings, investigation conclusion the revision reported was likely caused by osteolysis, prosthesis wear, or the reported femoral loosening. Possible causes for polyethylene wear include the alleged femoral loosening, rotation or malalignment of the femoral component such that the femoral condyle or cam radius contacts the tibial spine, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant and/or cement-bone interface, however, this cannot be confirmed as images of the explanted device and pre-revision radiographs were not provided.